Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose levels. The customer's high blood glucose value was 468 mg/dl and low blood glucose value was 54 mg/dl. The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 54 mg/dl and the sensor glucose was 126 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin delivery was not suspended due sensor glucose value. The insulin pump will not be returned for analysis.